Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient started to experience inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter which led to a hypoglycemic event on (B)(6) 2018. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated girlfriend called paramedics when he was not responding to the glucose gel she gave him. Patient¿s girlfriend took blood glucose readings of 41 mg/dl, 53 mg/dl and 61 mg/dl, while the cgm reading was 116 mg/dl at the time of event. Paramedics arrived and administered glucose intravenously until patient¿s bg reading was 120 mg/dl. No further treatment was required. At the time of contact, patient was in good condition. No additional event or patient information is available. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data.